Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to primary care provider with malaise, fever, nausea, vomiting, diarrhea and the device site was open and draining. The patient was started on antibiotics. Four days later, the patient was hospitalized for infection and was started on intravenous antibiotics and the device system was explanted. The patient had an episode of wide-complex tachycardia treated with antiarrhythmic medication and direct current cardioversion. Blood cultures were positive for methicillin-sensitive staphylococcus aureus sepsis. The tachycardia was suspected to be due to the sepsis. A peripherally inserted central catheter was placed for long term antibiotic therapy. The patient will follow up with the clinic and re-implant of a device system will be scheduled when the infection clears. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.